Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported that removal difficulties occurred.the target lesion was located in the right coronary artery (rca). A 190cm filterwire ez was selected for use. During the procedure, it was noted that the filter bag became stuck and collapsed on top of the retrieval sheath and was unable to be removed. The physician pulled the entire system out from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was fine.